Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level ranged from 215 to 400 mg/dl.